Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of "160 mg/dl, 180 mg/dl and 221 mg/dl" compared to feelings/normal results. This complaint is being reported because, during troubleshooting, a control solution test was not in range and, therefore, did not meet lifescan¿s accuracy/precision criteria. There was no indication that the product caused or contributed to an adverse event.